Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. The samples were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder contained excess blood in the flash chamber. No report of serious injury or medical intervention.